Event description:
It was reported that in 2005, the patient underwent treatment with the polarcath device for two lesions. During the polarcath cryoplasty procedure the immediate technical results were satisfactory for lesion 1 and non-satisfactory for lesion 2 with septum like residual stenosis. The patient experienced perceived pain during the cryoplasty inflation. The cryoplasty total procedure time was 30 minutes. The physician noted the occurrence of minor dissections post cryoplasty with no inhibition of flow in both lesion 1 and lesion 2. Information about actions taken, outcome or relationship to the device was not provided. The de novo target lesion 1 was in the superficial femoral artery with 6 mm reference vessel diameter, 6 mm target lesion length and 60% stenosis. The vessel tortuosity was documented as none. There was one patent run-off vessel identified. Angiographic data for target lesion: eccentric stenosis described as ¿septum-like complex¿ and no calcification. One inflation was performed with the polar cath balloon (6mm diameter, 6 cm balloon length and 80 cm shaft length) with 0% residual stenosis. De novo lesion 2 was in the superficial femoral artery with 6 mm reference vessel diameter, 10 mm target lesion length and 85% stenosis. The vessel tortuosity was documented as none. There was one patent run off vessel identified. Angiographic data for lesion 2: concentric stenosis with no calcification. Two inflations were performed with the polar cath balloon (6 mm diameter, 6 cm balloon length, 80 cm shaft length) with 40% residual stenosis. Repeat cryoplasty was done with 6 mm balloon/stent diameter and maximum post dilatation pressure of 8 atmospheric pressures (atm). The patient had a follow up visit at the clinic/hospital the following year. There was an increase in stenosis in lesion 1 from 0% to 30%. Angioplasty was performed on a non-target vessel.

Manufacturer narrative:
Date of event - 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause was unable to be determined. Device not returned for analysis.